Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/16/2019. This mw is related to user facility mw (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure(s): laparoscopic total hysterectomy, bilateral salpingo-oophorectomy, bilateral pelvic sentinel lymph node mapping with pinpoint, lysis of adhesion. Product code and lot number of vicryl suture. Lot # is unknown. Was the procedure completed successfully? The procedure was not impacted by this event. What is meant by ¿radiologist called back room for negative result after¿? The radiologist confirmed that there was no needle fragments remaining when the x-ray was completed. Was any piece of the needle left in the patient? No piece of the needle was left in the patient. Was there any adverse consequence associated with the patient? Nothing adverse impacting the patient. What is the patient's current status? Successful outcome to the surgery ¿ this broken needle event had no impact on the trajectory of the patient¿s care. This mw is related to user facility medwatch form # 2200710000-2019-8050.

Event description:
It was reported via user facility medwatch form # 2200710000-2019-8050 that the patient underwent laparoscopic total hysterectomy on an unknown date and suture was used. Bilateral salpingo-oophorectomy, bilateral pelvic sentinel lymph node mapping with pinpoint, lysis of adhesion was also performed during the procedure. About 2/3 length of 0-ur6 suture needle tip broke off inside patient's fascia while suturing. Portable xray of abdomen called to aid for location of suture in abdominal tissue. The surgeons were able to remove all missing suture needle in one piece. The radiologist was called back into the room for negative result after and confirmed no needle fragments were remaining when the x-ray was completed. There were no adverse patient consequences reported and it was reported the event had no impact on the trajectory of the patient¿s care.